Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a foreign body clogged in the air supply nozzle pipeline. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the foreign material turned out to be the mixture of a black silicone rubber and silicic acid and organic silicone from chemicals, but root cause cannot be identified. The instruction manual reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories, clean the external surface¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.